Event description:
A customer reported to beckman coulter (bec) that liquid was observed under reagent probe a on their unicel dxc 600 pro synchron system, which was discovered while troubleshooting quality control (qc) results described by the customer as erratic. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat during the event. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument. The fse determined the reagent probe a collar wash was the source of the leak and replaced the reagent probe a collar wash valve to resolve the leak and erratic qc. (B)(4).